Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. It was reported that the patient was not getting relief after multiple adjustments to their dose as well as adjustments to their ptm (personal therapy manager). The environmental, external or patient factors that may have led or contributed to the issue was the patient¿s pain relief wasn¿t any better. The diagnostics and troubleshooting performed was a dye study. The results were unknown, but the patient was scheduled for a catheter revision on (B)(6) 2024. The issue was not resolved at the time of the report, and it was noted that the healthcare provider would not have any further information regarding the event.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial#(B)(6). Implanted: (B)(6) 2024. Explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 26-jan-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a a healthcare provider via a manufacturer representative. It was reported that the patient had a loss of effective therapy. A catheter access port aspiration was performed but was unsuccessful in office. Surgical revision of the pump pocket was performed. The catheter was entangled in scar tissue, causing restriction to flow. The pump segment was removed and replaced with a new pump segment. The catheter access port was aspirated with good cerebrospinal fluid flow. The issue was resolved at the time of the report. It was noted that the hcp had no further information. The patient's medical history was asked but unknown. The patient status at the time of the report was alive with no injury.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2024 product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the company representative (rep) reporting that the explanted catheter segment was discarded. Physician was advised removed segment should be returned. He did not see a need as the system worked properly, he removed because it was to difficult to remove it from the scar capsule.